Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive the e-100 generator involved with this complaint to perform failure analysis. Was installed onto the test system and failed testing. The e-100 generator powered on without trouble initially, the vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation and cut/sealed about 100 times. Then the e-100 was power cycled with and without instrument already installed, and presented a red led on startup once with error 25913 present in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and the vse instrument was generating an error and 3 beeps when plugging into e-100 generator. The instrument light emitting diode (led) also turned red. Prior to calling intuitive surgical, inc. (Isi) technical support, troubleshooting was performed by rebooting the e-100 generator, but the issue persisted. The customer plugged the vse instrument into the erbe generator, it worked as intended and they continued with the case. The technical support engineer (tse) viewed system logs and observed a 25913 error instrument ID corrupted or not present with the e-100 and a e-100 non-recoverable error. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a left anterior mediastinal mass resection flexible bronchoscopy performed by dr. Lamb on system sk2043. The procedure was completed with the erbe. System functionality was checked upon powering on the system and the system initially powered on without errors.